Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips did not close properly, clip gap. The clips were removed from the cystic duct with no damage to the tissue. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on? Asku. What vessel or structure was the device fired on at the time of the event? Cystic duct. Was the clip fully advanced into the jaws prior to firing? Not reported. Was there any torquing or twisting of the device present at the time of firing? Not reported. Was any unexpected resistance felt while firing the trigger? Not reported. Were any unexpected noises heard? Not reported. Did anything unexpected happen prior to this incident? Not reported. Was the device fired after this incident in or out of the patient? Yes, the clips still had a clip gap.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. During analysis the jaws open and close as intended. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.